Event description:
It was reported that during preparation for a pta treatment procedure, it was noted that "the package was not sealed properly." No pt complications or injuries were noted. The procedure was completed with another of the same device. Additional info has been requested regarding this event.